Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 67 mg/dl. Suspected cause was due to performing physical activity and not receiving readings from the continuous glucose monitoring system. Customer was incapacitated by bg level resulting in requiring 3rd party assistance in obtaining carbohydrates to address low bg. Resolution.